Event description:
It was reported the device was displaying error code l3-002, l3-007, & l4-033. The probes were not completing the initialization without an error code, during testing with different sizes. The breast biopsy was completed using another system.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.